Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic') in a 30-year-old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy on (B)(6) 2014 and uterine dilation and curettage on (B)(6) 2014. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) since 2015, nsaids since 2014, omeprazole (prilosec) since 2015, paracetamol (acetaminophen) since 2014 and sertraline hydrochloride (zoloft) since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced hyperhidrosis ("hormaonal change: sweats"). On (B)(6) 2017, the patient experienced hot flush ("hormonla changes-describe: hot flashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychaitric problems-condition: anxiety/ mental anguish"), depression ("psychological or psychaitric problems-condition: depression"), nausea ("nausea") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy) and glasses. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased and hot flush outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and 2 number of coils on the right remaining on the uterus. The patient tolerated the procedure well. Current weight as of (B)(6) 2018: 309 lbs. Approximate weight at the time of essure placement 271 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: that tubes were blocked/ total bilateral occulusion. Uterine dilation and curettage - on (B)(6) 2014: proliferative appearing endometrium; small endometrial polyp noted and removed with hysteroscopic graspers.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome of the previously reported event- pelvic pain female were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic') in a (B)(6) year old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy on (B)(6) 2014 and uterine dilation and curettage on (B)(6) 2014. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) since 2015, nsaids since 2014, omeprazole (prilosec) since 2015, paracetamol (acetaminophen) since 2014 and sertraline hydrochloride (zoloft) since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced hyperhidrosis ("hormonal change: sweats"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes-describe: hot flashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems-condition: anxiety/ mental anguish"), depression ("psychological or psychiatric problems-condition: depression"), nausea ("nausea") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy) and glasses. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased and hot flush outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and 2 number of coils on the right remaining on the uterus. The patient tolerated the procedure well. *current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: that tubes were blocked/ total bilateral occlusion. Uterine dilation and curettage on (B)(6) 2014: proliferative appearing endometrium; small endometrial polyp noted and removed with hysteroscopic graspers. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: mr received: case become serious incident, essure removal date and surgery, reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic') in a 30-year-old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy on (B)(6) 2014 and uterine dilation and curettage on (B)(6) 2014. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) since 2015, nsaids since 2014, omeprazole (prilosec) since 2015, paracetamol (acetaminophen) since 2014 and sertraline hydrochloride (zoloft) since 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fungal infection ("yeast infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced hyperhidrosis ("hormaonal change: sweats"). On (B)(6) 2017, the patient experienced hot flush ("hormonla changes-describe: hot flashes"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychaitric problems-condition: anxiety/ mental anguish"), depression ("psychological or psychaitric problems-condition: depression"), nausea ("nausea") and visual impairment ("vision/eye problems type: glasses"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy) and glasses. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and genital haemorrhage had resolved and the menstrual disorder, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased and hot flush outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 4 number of coils on the left and 2 number of coils on the right remaining on the uterus. The patient tolerated the procedure well. Current weight as of (B)(6) 2018: 309 lbs. Approximate weight at the time of essure placement 271 lbs. Treatment received for pain, bleeding and psych injury. Discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: that tubes were blocked/ total bilateral occulusion. Uterine dilation and curettage - on (B)(6) 2014: proliferative appearing endometrium; small endometrial polyp noted and removed with hysteroscopic graspers. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event genital bleeding added. The event ¿pelvic pain was updated to recovered. Reporter information was added. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.